Event description:
It was reported via repair work order that the foot end lift was elevated and inoperable due to damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.